Event description:
The end user reported that the starter hole of seven unused wafers in box were off centered. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 7. Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: photos associated with this case were received for evaluation. Batch record review: the lot 3b00722 was manufactured on 15 feb 2023 convex 2pc manufacturing line, with a total of (B)(6) units. Complaint investigator performed a batch record review on 28 aug 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1161271 and manufacturing order 1671319. The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: this issue is related to off center issues. The scope of this investigation covers all product family manufactured in convex 2pc line. This complaint has been evaluated for MDR reportability MDR procedure work instruction. The 30-day MDR reportability decision for this complaint is yes. There was no harm reported with this complaint. The complaint as described has been reviewed and does not represent a threat to public safety and therefore does not warrant a 5-day report to the FDA per 21 cfr part 803. This event is considered systemic based on the increase of complaints reported from (B)(6) 2022. In addition, it was identified a nonconformance report before this investigation process. Based on that, actions will be taken to mitigate the failure mode reported. Refer to the process instruction (pi) and manufacturing lines impacted in this nonconformance below: convex 2-piece (pc) (process instruction (pi) convex 2-piece (pc) wafer sub-assembly machine 2 collaring operations). After 6 methodologies (ms) analysis was identified. Corrective action / preventive actions (CAPA) will be taken for each of the causes identify for problem solution. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.